Manufacturer narrative:
Title removal of endometrial polyps: hysteroscopic morcellation versus bipolar resectoscopy, a randomized trial source journal of minimally invasive gynecology, vol 22, no 7, 2015. Date of publication: 08 jul 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
During a study to compare hysteroscopic morcellation with the tissue removal system verses bipolar resectoscopy for removal of endometrial polyps; perforation occurred at dilation in 1 patient in the hysteroscopic morcellation group; however, the procedure was successfully completed. Additionally, 2 patients of the hysteroscopic morcellation group were diagnosed with a urinary tract infection post operatively.